Manufacturer narrative:
(B)(4). Pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Intermittent button response noted during testing due to moisture damage on the electronic assembly. Unit passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer had to press buttons multiple time before they will respond. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.